Event description:
Consumer alleges that he opened up the joystick and seen that a pink wire was caught between two screws and the wire is cut and looks burnt. Consumer alleges when the end user was using the chair, the joystick began smoking and a nursing home representative had to shut the chair off to stop the smoking.